Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the ipg would not connect to the patient controller or clinician programmer. The patient underwent a surgical procedure on (B)(6) 2019 at which point therapy was lost. The device was not placed into surgery mode. As troubleshooting was proven unsuccessful and the generator was not responding to commands, the ipg is considered inoperable. Ipg was explanted and a new ipg implanted on (B)(6) 2019. No reported complications and therapy restored.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.